Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed. The introducer sheath was inspected and no defect was noted, the twist lock had been open. Excessive blood was noted in the introducer sheath. The coil was inspected and found to be stretched along the proximal portion and excessive blood was also noted on the fiber bundles. The delivery wire was inspected and no defect was noted. A microscopic inspection of the device was also performed. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was found to be missing. The zap tip of the delivery wire was inspected and no defect was noted. The interlocking arm of the delivery wire was inspected and no defect was noted. The coil dimensions were found to be in specification. The number of fiber bundles was below the assigned specification. Coil fiber bundles are retained by the tension applied between coil loops during manufacture. Damage to the coil may potentially lead to the fiber bundles detaching. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system. (B)(4).

Event description:
Reportable based on device analysis completed on 26oct2016. It was reported that resistance was encountered and a coil stretch occurred. The target area was at a transjugular intrahepatic portosystemic shunt. A 4mm x 10cm interlock¿-35 was selected for use. During the procedure, the coil was pushed inside an unspecified 5f diagnostic catheter; however, resistance was noted. The coil was then removed and was observed to have been elongated. No patient complications were reported and the patient's status was good. However, device analysis revealed that the interlocking arm of the coil was found to missing and the number of proximal fiber bundles was below the assigned specification.